Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "post phlebotomy, while closing the safety shield in eclipse needle (368608) the safety shield slipped off from the needle and the phlebotomist got a needle stick injury."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "post phlebotomy, while closing the safety shield in eclipse needle (368608) the safety shield slipped off from the needle and the phlebotomist got a needle stick injury."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "post phlebotomy, while closing the safety shield in eclipse needle (368608) the safety shield slipped off from the needle and the phlebotomist got a needle stick injury."